Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This event will be reported on 2648920-2017-00232.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). (B)(4). Medical products - femur cemented posterior stabilized (ps) standard left size 8 catalog# 42500606401 lot# 62898694, articular surface fixed bearing posterior stabilized (ps) left 10 mm height catalog# 42511400710 lot# 62855831. Event occurred in( B)(6) . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported the patient underwent a knee arthroplasty. Subsequently, the patient underwent a revision procedure due to loosening. The tibia was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.